Event description:
It was reported that the device will not power on with a fully charged battery. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control contacted the customer to inquire about the status of the device. The customer indicated that they are in the process of purchasing a new device. The failed device has been taken out of service and will be disposed of. The device will not be returned to physio-control for eval; therefore further investigation cannot be performed.